Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 5fr sheath, after a below the knee interventional procedure. Reportedly, the proglide device was advanced straight into the artery coaxial to the tissue tract, but no arterial flow was visible through the marker lumen. The device was removed until the guide wire exit port was at skin level. The marker lumen was flushed again, but there was no liquid visible at the marker port. The device was removed and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported occluded marker lumen was not confirmed. Device analysis was performed; the marker tube appeared normal and the marker port was not occluded. Marking patency was performed and the device was patent. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.